Event description:
The customer reported that during use of this shaver blade, metal shavings were observed in the surgical site. The surgeon irrigated and suctioned the site to remove the metal shavings but does not believe all metal shavings were retrieved. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: an investigation could not be performed because the device was discarded by the facility. The root cause of this failure could not be determined; however, metal shavings can occur if one of the following is present: the inner and outer tubes do not have the proper clearance. The inner tube and outer tube have proper clearance, however, the inner tube does not operate freely within the outer tube. Metal to metal contact occurs due to inadequate lubrication to bearings as well as shell. Excessive lateral forces are applied during use to the blade or the tip. Conmed linvatec will continue to monitor this device for failures. The customer will be provided additional information on this device.